Manufacturer narrative:
Unit has not yet been returned for eval and no further info is known at this time. F/u report will be issued as necessary based upon results of investigation.

Event description:
It was reported that the unit failed inspection. No pt involvement or adverse consequences were reported.